Event description:
As reported by the (B)(6) field clinical specialist, after an attempt to cross the aortic valve with a (B)(6) corevalve transcatheter aortic heart valve a small dissection in the sinus occurred. A decision was made to implant a sapien 3 ultra valve that was successfully implanted in great position. The dissection became bigger, and the patient was transferred for an open procedure. The patient was stable and was able to be treated in the operating room. There was no allegation of any(B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).